Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the ventilator would not power on. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
Attempts have been made to try to obtain the repair information and part return but no response received from the customer. The service history record for this device was reviewed for similar symptoms. No relevant symptoms were found in the device service history record. No call back from the customer regarding this event. The action(s) recommended by pse corresponds with accepted service practices for the symptom(s) generated by the device. This file is closed and can be reopened if new information becomes available. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed.